Event description:
Box received at cardinal's health (B) (4) lab containing a set with a note that stated: "patient was sent to CT department. They injected the dye which 'exploded' the heplock during a high speed injection". There was no pt harm. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer's experience of split tubing was verified. The root cause of the split was identified as use of extension set with a power injector. Model 22059e is not approved for use with power injectors. The root cause of this failure was identified as customer misuse. The sap database was reviewed and there were no quality notifications or issues regarding the reported set model number. Information was sent to the reporter communicating that the 20059e is not approved for use with power injectors; the product bulletin for the sets that may be used with a low pressure power injector was included.